Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2022-40169. It was reported that the patient presented with infection and sepsis during follow-up in clinic. It was also noted that the patient had vegetation. The vegetation was visualized with transesophageal echocardiogram. The physician explanted the system ¿ implantable cardioverter defibrillator, atrial lead and right ventricular lead. The system was replaced with a leadless pacemaker. The patient was in stable condition.